Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system the needle pierced through the catheter. The following was received by the initial reporter: attempted to place double ported 20g in patient. Noted significant resistance after skin was pierced and attempting to cannulate vein which was abnormal. When pulling back, noted needle had pierced the catheter rendering it useless and caused need for additional attempt on a frail patient with extremely poor access.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-sep-2023. Our quality engineer inspected the samples submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Nexiva unit from lot number 3116956. The unit was provided unsealed and with no cannula. A leak test was performed, and a leak was discovered in the middle of the catheter tubing. Microscopic analysis discovered a v-shape cut on the tubing that resembles a needle spear through. The v-shape cut is side-ways and round. This resembles a bevel spear through at an angle. The reported issue was confirmed. As the unit was used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. Please refer to the IFU(instructions for use) which indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A needle spear through may also occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system the needle pierced through the catheter. The following was received by the initial reporter: attempted to place double ported 20g in patient. Noted significant resistance after skin was pierced and attempting to cannulate vein which was abnormal. When pulling back, noted needle had pierced the catheter rendering it useless and caused need for additional attempt on a frail patient with extremely poor access.